Event description:
It was reported that an implantable neurostimulator (ins) had been explanted and replaced due to a suspected overdischarge. Overdischarge count was 1 time. Prior to the replacement, there was a difficulty recharging and then not being able to communicate with the ins using "the remote." It was stated that the patient had lost 10 lbs and had "very large buttocks" and the ins was palpated to not be flat against the skin surface. It was assumed the ins had moved from the original implant site and had flipped. Upon opening the pocket the device was found to be the correct side up. Using clinician programmer no communication was possible with the ins so it was determined that it was possibly overdischarged. It was chosen to replace the ins in case there was a different issue. It was unknown how long the patient had been having difficulty recharging or how long it had been since she felt any stimulation. It was originally told that "black boxes on the screen were seen" (presumably referring to coupling strength between the recharger and the ins) and the device was 75% charged. It was unknown when this had occurred. Patient status at time of this report was alive with no injury/no adverse event. Less than 50% therapy relief with the original ins was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 355531 lot# n332908, implanted: 2012 (B)(6), product type screening device product ID 355531 lot#, product type screening device. (B)(4). Analysis of the implantable neurostimulator (ins) (ins 37714 restore, serial# (B)(4)) found a reduced capacity due to an overdischarge count. Telemetry test resulted in no telemetry. There was a foreign material in connector port(s). The ins did not sync with patient programmer. Poor coupling was observed on the last four out of six recharge sessions performed (0 to 2 bars). It couldn't be determined what had caused the poor coupling of the four recharge sessions. Analysis of two multi-lead trialing cables (cable (B)(4)) found no anomaly.

Manufacturer narrative:
(B)(4).